Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This record is being submitted late as part of a retrospective review per (B)(4), complaint retrospective review and remediation protocol. A field service engineer (fse) was dispatched and inspected cup transfer unit. Customer left the system as is so that fse could see where the error occurred. The cup transfer unit was off alignment in the y-axis direction over the inner incubator position quite a bit. After consulting fse specialist and manager, decision was made to replace cup transfer unit, driver board, and main board as it is believed that the system is not holding position alignment settings. With replaced parts, settings were saved and reloaded onto the system, alignments were performed for the cup transfer unit, cup transfer voltage adjustment, set incubator to temperature specification. The fse proceeded to perform cup transfer and sorter tests, which passed. Then filled the incubator wheel with test cups and selected remove test cups macro as a test, which passed. Software version (B)(4) was loaded. The instrument is operating as intended with no further errors. There were no patient samples or quality controls involved. The probable cause of this event was main slave board not holding alignment position. A 13-month complaint history review and service history review from the aware date of the event for similar complaints was performed for aia-900 immunoassay analyzer serial number (B)(4) and there were no other similar complaints identified. The aia-900 operator's manual under section 12 - flags and error messages states the following: [2160] c.transfer not detected cup. Cause: the cup sensor s063 failed to detect the cup before it was grasped. Action: please contact the tosoh local representatives. Check s063, the cup pickup position, and the cup pickup operation.

Event description:
The customer reported receiving a c trans cup not detected 2160 error message on the aia-900 instrument. The customer requested service. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting lhii, e2, and pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.